Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen malfunction. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer attempted to perform a touchscreen calibration, but was unsuccessful, and the device was displaying "bad touch" error message. The customer reported that the user interface (ui) assembly was replaced, but that the front bezel was old. The customer inquired with the rse about replacing the front bezel (without the navigation ring) on the replacement ui assembly with the working touchscreen. The rse provided the customer with instructions about swapping the parts. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.